Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a cut on the connecting tube, the angulation lever did not move smoothly due to damage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide connector was damaged, the video cable was dented, the universal cord was dented, the connecting tube was wrinkled, the bending section cover adhesive was chipped, the angulation wire did not move smoothly due to deformation, switch #4 did not work due to damage, the light guide connector was damaged, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the resin part of the connecting tube came off was confirmed during evaluation, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported image of the rhino-laryngo videoscope was sandstorm when connected. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the resin part of the connecting tube had fallen off. The report is being submitted due to defect found during evaluation.